Event description:
It was reported that the device was overpressure. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was visually in good condition. The pump was tested, and the switch-off pressure was 1.59 bar. The shut-off pressure was within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.